Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
It was intended to treat a lesion in the main branch of an svg during which a coronary artery perforation type iii occurred. Perforation mechanism: des implantation. To stop the bleeding balloon dilation was performed but were unsuccessful. Thereafter, the complaint instrument was introduced into the patients body, but the stent dislodged from the balloon prior to reaching the target lesion and could not be deployed. The stent was implanted where it has dislodged. An additional pk papyrus stent was implanted to seal the perforation successfully.